Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts will be made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any holes noticed in packaging? Was the product properly sealed? Please provide storage conditions.

Event description:
It was reported that a patient underwent a bariatric procedure on (B)(6) 2017 and suture was used. During the procedure, the suture fell to pieces by touching it. The suture was not used on the patient. There were no reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: were there any holes noticed in packaging? No. Was the product properly sealed? No. Please provide storage conditions they are stored on a suture shelf, it does not give them light directly. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You replied: was the product properly sealed? No. Please explain if the product was not properly sealed. Or was this answered in error? A winding former and one paper lid were returned for evaluation. During the visual inspection of the winding former suture was observed; however, when dispensing the suture was tried, the suture broke as the degradation process had already begun because the sample has been exposed to the environment. In addition, the foil was not returned for evaluation to determine if any damaged was present that contributed to disintegration of the suture.

Manufacturer narrative:
A needle, one suture in several pieces, one empty labeled winding former and one empty opened foil were returned for evaluation. During the visual inspection of the needle, it was as expected. A suture piece was observed attached. Suture pieces were examined and it was noted that the suture degradation process had begun. When the foil was visually inspected, it was observed wrinkles due to handling of the sample and some holes at the middle area of the back foil packet. The condition of the holes could not be determined. This caused the degradation process of the suture.